Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. The complainant reported the inability to deliver the pump due to patient's anatomy. Insertion was aborted and the patient was supported with an intraaortic balloon pump. There was no adverse impact to the patient as a result.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issues was determined to be patient condition. This report is being filed as part of a retrospective review of historical records.